Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to power down the analyzer, move the substrate syringe halfway down, then to turn the analyzer back on. She reported no alarms/errors. The fse instructed the customer to prime the substrate and to run controls. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4261 substrate-syringe home detect error was the substrate syringe.

Event description:
On (B)(6) 2017, a customer reported error 4261 substrate-syringe home detect error on the aia-900 instrument. The customer replaced the substrate ii with new substrate and primed the instrument. The error occurred. The customer performed and all set home but the error persisted. The system was rebooted and the error persisted upon initialization. The customer also used etoh on the board but the occurred on shutdown. The customer is unable to run patient samples on estradiol (e2) and follicle stimulating hormone (fsh). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2 and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.